Event description:
It was reported by the rep that the (1) trocar out of kit (fnc92) was used during a laparoscopic cholecystectomy procedure. It was reported that a 5mm scope was reinserted into the trocar for the fourth or fifth time. An air leak was noted around the same trocar. The outer seal was torn. A new 35nlt replaced the kit trocar.